Event description:
On (B)(6) 2025, a patient underwent an echo-guided kidney biopsy using a maxcore device. During the procedure, it was reported that one of the 'pushers' lifted out. No coaxial needle was used, and the procedure was completed using another device. There were no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one maxcore disposable core biopsy instrument were received for evaluation, on visual evaluation, received without protective tubing and no yellow guard attached to the needle. Device was received with both slides in their initial positions. On functional testing, to prime, the top slide and bottom slide was then pushed into the device and was also able to lock into place. The device was able to be fully primed with no issues. The device was further tested by cocking and firing the device three times in a chicken breast with each trigger, for a total of six tests. The device was able to prime and fire properly. All six samples were obtained with no issues. Therefore, the investigation is unconfirmed for the reported failure to fire as the returned device was able to prime, fire and obtain samples with no issues. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E3, g3, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection / evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device / patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an echo guided kidney biopsy procedure using maxcore device. During the procedure, it was reported that one of the ¿pushers¿ lifted out. No coaxial needle was used, and the procedure was completed using another device. There was no reported patient injury.